Event description:
It was reported that during an implant procedure while the right ventricle lead and atrial lead connected to a pacemaker, the pacemaker was not pacing, and the electrocardiogram (ECG) showed flat line. The physician had tried removing and tighten both leads to the pacemaker few times and the pacemaker was not pacing. The physician elected to use a new pacemaker and connected it to both used leads, the pacemaker was then able to pace accordingly, the implant procedure was successful. The patient was stable throughout the procedure.

Manufacturer narrative:
H2 was checked for additional information on returned device.

Manufacturer narrative:
The reported event of device not pacing was confirmed. Final analysis determined that both the a- and v-setscrews exhibited damage consistent with improper torque wrench use. The a-setscrew was stuck to the wrench tip and pulled out of the device therefore the setscrew could not be tightened down on the lead. The v-setscrew showed incorrect wrench insertions such that the wrench could only be partially inserted and therefore could not engage the setscrew to tighten it. These user-related wrench insertion errors during the procedure resulted in failure to securely tighten the setscrews onto the leads. As a result, because the setscrews weren¿t properly tightened, the electrical connection didn¿t happen, preventing pulse transmission to the patient. Electrical testing confirmed the device itself was normal with normal pacer outputs. It is essential that the user/physician correctly use the torque wrench to fully engage and tighten the setscrews. The anomaly is related to the user/physician's incorrect use of the torque wrench.